Event description:
It was reported the lead was capped and replaced due to high impedance, >2500 ohms. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead was capped and replaced due to high impedance, >2500 ohms. Additionally, the patient reported being shocked 29 times in less than four hours and said she was told it was due to the lead. No further patient complications were reported as a result of this event.

Manufacturer narrative:
(B) (4)